Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, balloon rupture occurred. The 90% stenosed lesion was located in the severely calcified and severely tortuous left main trunk. A 12 mm x 3 mm nc quantum apex balloon catheter was advanced to treat the target lesion. Upon the first inflation, the balloon ruptured at 20 atms. The device was removed intact. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device lot number corrected from 15861412 to 0015126741. Device expiration date corrected from 02/06/2016 to 03/23/2014. Device manufactured date corrected from 02/07/2013 to 03/24/2012. Device evaluated by MFR.: the nc quantum apex catheter was received with no original packaging or other devices. The tip was damaged. The device was inflated to rated burst pressure (rbp) with an inflation device filled with water. The device maintained rbp for five (5) minutes with no indication of any leaks or other irregularities. After confirming the device maintained rbp, the device was deflated by applying negative pressure with the inflation device. Functional testing revealed no evidence of the alleged balloon burst. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is not confirmed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, balloon rupture occurred. The 90% stenosed lesion was located in the severely calcified and severely tortuous left main trunk. A 12 mm x 3 mm nc quantum apex balloon catheter was advanced to treat the target lesion. Upon the first inflation, the balloon ruptured at 20 atms. The device was removed intact. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.